Event description:
In september 1978, pt had implant surgery and by april 1979, was feeling tired, couldn't handle stress and found herself in tears. In july 1979, pt noticed one breast was smaller and by next morning the breast was flat. Implants were removed and replaced with silicone implants of another MFR.